Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device hose assembly had a hole in the hose approximately two inches proximally of the swivel assembly, which was consistent with having ruptured. Therefore, the reported condition was confirmed. It was determined that the outer hose carried the return air back from the handpiece to the hose muffler to exhaust. It was determined that the outer hose could be restricted by occluding it (like stepping on, leaning on, clamping on) causing air pressure to build. It was determined that if the outer hose was restricted, then the air pressure could be relieved by the pressure relief valve (prv) if the occlusion was proximal of the prv. However, if the outer hose was occluded distally of the prv, then the pressure could be relieved and the outer hose could rupture from pressure build-up. It was determined that the the cause for the occlusion was not determined but would have occurred distally of the prv user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during equipment maintenance, it was observed that the motor device had a ruptured hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.